Manufacturer narrative:
The previously submitted MDR inadvertently indicated follow-up # ¿01¿. The correct follow-up # was ¿02¿.

Event description:
Product analysis was completed for the handheld device. No anomalies associated with the handheld were noted during testing. The handheld performed according to functional specifications.

Event description:
Additional information was received from the representative. The handheld programmer does not remain plugged in when not in use, but is set to charge the night before a patient is seen. The handheld must be kept plugged in to allow interrogation as it appears that the battery is not charging.

Event description:
It was reported that the handheld device would not hold a charge and would only power on when connected to the power adaptor. The suspect handheld device has not been returned to date.

Event description:
It was reported that the new handheld is working fine with the old power cable.

Event description:
The handheld device has been returned to the manufacturer where analysis is currently underway. The software flashcard was not returned.

Manufacturer narrative:
Conclusion code should have been (B)(4) since it is unknown if the power cable is functioning properly.

Event description:
The charging cable has been requested for return for product analysis but it has not been received to date.